Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 8:00 a.m., the patient's meter result was 4.2 inr. At 10:21 a.m., the patient's meter result was 4.3 inr. At 10:35 a.m., the patient's laboratory result was 3.1 inr. The patient's therapeutic range was 2.0 inr- 3.0 inr. The patient's testing frequency is "every 3-4 days due to being on steroid, usually every 2 weeks."

Manufacturer narrative:
The test strips and meter were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.